Event description:
The pt underwent a hysteroscopic resection of a fibroid. The physician resected the fibroid and completed the procedure. The following day, the pt was readmitted and the physician conducted a laparoscopy and noted a perforation of the bowel and uterus and small bowel burn. Reportedly, during the resection the bowel was laying on top of the uterus. The physician did not realize they had perforated the bowel and continued to resect the fibriod.